Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance values up to 1274 ohms. Technical services (ts) examined device data and found that the pacing impedance had been rising gradually over the last year. Capture threshold values had also been variable up to 3.0v. Ts provided recommendation for magnetic resonance imaging (MRI) with this lead. No adverse patient effects were reported. Currently, this lead remains in service.